Event description:
It was reported that insulin gauge displayed an amount different than expected, and pump currently showed a positive fill estimate that caller questioned and believed indicated an issue. There was no reported impact to the customer¿s blood glucose level. Technical support explained that positive values were considered accurate and represented at least the displayed amount of insulin, offered a test bolus to update the estimate, and attempted multiple follow-up calls, but customer declined troubleshooting, requested pump replacement, and ultimately disconnected and ended communication without further action.